Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that when aspirating blood from the femoral vein to check venous blood flow through the medial lumen using a syringe, air was aspirated into the syringe. As a result, the catheter was removed and replaced with a new one. Upon removal, the catheter was found to have a hole where the air entered. There was no reported delay, death or complications to the pt.